Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The device was returned for evaluation. The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header and connector found no anomaly related to the field concern. Additionally, electrical, and mechanical analysis performed under nominal conditions indicated normal functionality. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Correction: g2: field should included distributor as report source, which was not included in the prior report.